Manufacturer narrative:
Device evaluated by MFR: synergy xd mr us 4.00 x 38mm stent delivery system catheter was returned for analysis. A visual and tactile examination found multiple kinks along the hypotube. A visual and tactile examination of the distal extrusion identified that the inner/wire lumen was bunched and stretched at 8cm proximal from the tip. The device could not be tracked on a 0.014 inch test guidewire due to the inner/wire lumen shaft polymer extrusion damage. The device was soaked overnight in the waterbath. After testing an encore inflation with a druck pressure gauge the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated fully in 34 seconds. This inflate/deflate was repeated on three more occasions with an average deflation time of 34 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that deflation failure and removal difficulty occurred resulting in vessel dissection. The 90% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. A 4.00 x 38mm syergy xd drug-eluting stent was successfully deployed at 14 atmospheres for 10 seconds. Post stent deployment, the stent delivery system balloon did not properly deflate. When the physician pulled negative pressure, the balloon would not fully deflate even after three attempts. The physician applied a gentle pressure on the balloon with guide fixation to remove it from the lad. Angiography was then performed and dissection was noted in the circumflex (cx) and left main (lm) arteries likely caused by the removal of the balloon. The physician had to place the patient on extracorporeal membrane oxygenation (ECMO) and a non-boston scientific heart pump as the patient started to decompensate after the dissection. The lm and proximal cx were stented. The patient was admitted to the hospital beyond standard of care and the issue was considering ongoing at the time of reporting.

Manufacturer narrative:
H6 impact codes corrected. Device evaluated by MFR: synergy xd mr us 4.00 x 38mm stent delivery system catheter was returned for analysis. A visual and tactile examination found multiple kinks along the hypotube. A visual and tactile examination of the distal extrusion identified that the inner/wire lumen was bunched and stretched at 8cm proximal from the tip. The device could not be tracked on a 0.014 inch test guidewire due to the inner/wire lumen shaft polymer extrusion damage. The device was soaked overnight in the waterbath. After testing an encore inflation with a druck pressure gauge the balloon was inflated to its rated burst pressure with no leaks noted. A vacuum was pulled and the balloon deflated fully in 34 seconds. This inflate/deflate was repeated on three more occasions with an average deflation time of 34 seconds. No other issues were identified during the product analysis.

Event description:
It was reported that deflation failure and removal difficulty occurred resulting in vessel dissection. The 90% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. A 4.00 x 38mm synergy xd drug-eluting stent was successfully deployed at 14 atmospheres for 10 seconds. Post stent deployment, the stent delivery system balloon did not properly deflate. When the physician pulled negative pressure, the balloon would not fully deflate even after three attempts. The physician applied a gentle pressure on the balloon with guide fixation to remove it from the lad. Angiography was then performed and dissection was noted in the circumflex (cx) and left main (lm) arteries likely caused by the removal of the balloon. The physician had to place the patient on extracorporeal membrane oxygenation (ECMO) and a non-boston scientific heart pump as the patient started to decompensate after the dissection. The lm and proximal cx were stented. The patient was admitted to the hospital beyond standard of care and the issue was considering ongoing at the time of reporting.

Event description:
It was reported that deflation failure and removal difficulty occurred resulting in vessel dissection. The 90% stenosed target lesion was located in the non-tortuous and non-calcified proximal left anterior descending (lad) artery. A 4.00 x 38mm syergy xd drug-eluting stent was successfully deployed at 14 atmospheres for 10 seconds. Post stent deployment, the stent delivery system balloon did not properly deflate. When the physician pulled negative pressure, the balloon would not fully deflate even after three attempts. The physician applied a gentle pressure on the balloon with guide fixation to remove it from the lad. Angiography was then performed and dissection was noted in the circumflex (cx) and left main (lm) arteries likely caused by the removal of the balloon. The physician had to place the patient on extracorporeal membrane oxygenation (ECMO) and a non-boston scientific heart pump as the patient started to decompensate after the dissection. The lm and proximal cx were stented. The patient was admitted to the hospital beyond standard of care and the issue was considering ongoing at the time of reporting.